Event description:
A nurse reported that during intraocular lens (iol) implantation, one haptic broke off. The haptic and lens were removed and another lens inserted. The incision was enlarged. Additional information has been requested.